Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; white biological tissue and red particles. Devices are not labeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Healthcare professional reported left side "pain", "progressive increase in firmness", "capsular contracture, with folding, hardening up to a baker iii", "simple cysts", "left deep radial folds", ¿double membrane", ¿covered by a fibrous tissue membrane closely adhered to the external wall of the implant¿ and "patient brings information about the natrelle prostheses and anaplastic large cell lymphoma, and does not wish to have more prostheses with a textured surface". The device has been explanted.

Manufacturer narrative:
Initial reporter name and address: zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "progressive increase in firmness", "capsular contracture, with folding, hardening up to a baker iii", "simple cysts", "left deep radial folds", and "patient brings information about the natrelle prostheses and anaplastic large cell lymphoma, and does not wish to have more prostheses with a textured surface".

Event description:
Healthcare professional reported left side "pain", "progressive increase in firmness", "capsular contracture, with folding, hardening up to a baker iii", "simple cysts", "left deep radial folds", ¿double membrane", ¿covered by a fibrous tissue membrane closely adhered to the external wall of the implant¿ and "patient brings information about the natrelle prostheses and anaplastic large cell lymphoma, and does not wish to have more prostheses with a textured surface". The device has been explanted.